Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A query of the complaint handling database for the reported lot identified no other incidents reported for a dissection with additional therapy/non-surgical treatment. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The additional therapy is thought to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified lesion in the mildly tortuous mid ramus coronary artery. Pre-dilatation was performed and during angioplasty with the 2.5x28 mm xience prime stent, a distal edge dissection was noted. A 2.5x15 mm xience v stent was used to cover the dissection and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.